Event description:
On 20-sep-2025, it was reported that a beta bionics ilet user dropped the device while at work, resulting in a cracked and intermittently unresponsive screen. The user was unable to make timely meal announcements, leading to a peak blood glucose value of 300 mg/dl, and subsequently reverted to backup insulin therapy. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.